Event description:
Surgical proceed mesh hernia implant causing scar tissue to build up on top of belly button where the surgical mesh is rubbing my stomach raw like a carpet burn that won't stop. It hurts so badly it has affected my daily living activities to even just walk or get out of bed. I am disabled and this has made my life a living hell. I can't do anything without it rubbing inside me burning, itching, causing a tremendous amount of pain that I am disabled in bed from! I can barely get out of bed with this implant still inside me. You have my permission to look into my medical files for this proceed mesh implant and please get it off the market. I am looking for a lawyer now. I am so depressed over my health going downhill at the age of (B)(6) cause of this implant.